Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 401 mg/dl and 106 mg/dl; 2) 400 mg/dl and 55 mg/dl. Low blood glucose symptoms were reported with the 2nd comparison; customer did not specify how he treated his low blood glucose symptoms. The comparisons were performed on different dates. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.